Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly received results of 241 mg/dl and 92 mg/dl within 10 minutes on the aviva plus system. The customer injected lantus based on the result of 92 mg/dl. No adverse event reported. Requested return of suspect device and replacement was sent.